Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system did not power on. After log file review, fse found that there is a malfunction on grabber cards. Upon troubleshooting fse found flex vision pc had grabber card error. The frame grabber captures the video from the allura system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the grabber card and downloaded the software. The codes were updated based on the investigation outcome.